Event description:
It was reported that during an unknown procedure, the instrument did not work. The active part of the instrument broke - did not fall into patient. The surgeon took a stapler to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the blade scratched and cracked but not completely broken off. The device was connected to a test hand piece and a generator and was functionally tested. During testing, an error code 5 was displayed and the blade further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.